Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result, generated by the unicel dxc 600i synchron access clinical sys for one pt. Customer tested a sample for accutni and obtained a result of 8.44ng/ml. Upon repeat, this sample gave a result of 0.29ng/ml. The erroneous result was not reported outside the lab. The customer has not received report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
The sample is serum and customer states it appears to be clear. Qc is run daily and was within specifications before and after this event. Sys checks failed in 2008 and again four days later. Customer did not take any corrective actions and continued processing pt samples without a passing sys check. Field svc engineer (fse) did not go on site. Fse worked with the customer over the phone to resolve failing sys checks. He determined the failures were due to customer error each time. Customer did not put enough reagents in the samples cups, which produced errors, the other failed sys check failed because the dilution was not made correctly. Fse reviewed proper procedures with the customer when performing sys checks. Sys checks are currently passing and the instrument is running within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.